Manufacturer narrative:
Pending product evaluation. Concomitant medical products: 02-010-01-0340 - logic femoral ps cem right sz 4. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Event description:
As reported, this 54 year old, 257 lb., male patient had a revision approximately 20 months post initial right side knee replacement, due to anterior knee pain and crepitus. The case report form indicates this event is possibly related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.